Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A field service engineer (fse) noted that the customer reported issues with the cubex legacy half height cubicle drawer, where cubicle pockets were opening unexpectedly, and determined that the motherboard had failed and required replacement. The fse arranged for a new drawer replacement due to unavailability of individual parts. The fse then received the replacement legacy half height cubicle drawer, performed the drawer swap at the site, and coordinated with cubex support to configure the new drawer to the device, restoring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 system drawer did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.